Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 094451 with the following internal whole blood control samples: (B)(6), (B)(6), p24 positive and (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 094451 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 094451 showed that the complaint rate is (B)(4)%. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) ab result with the alere determine hiv 1/2 ag/ab combo using a serum sample from a female in active labor. The patient was found to be (B)(6) by the abbott architech.